Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device . The reason for call was patient reported they were having problems with charging their implanted neurostimulator. Patient said they had gone through the book and tried everything that it showed, but the implanted device would not charge and kept coming up with an orange triangle saying to charge the controller. Patient also said the controller was up to 100% the other day when they plugged it in, but then all of a sudden it went right down to nothing and they had not been able to get it any further than that. Patient mentioned the recharger cord was getting quite warm when they were trying to charge yesterday or the day before. During the call, agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient then reinserted the battery and confirmed green light was flashing above the screen. Patient saw memory problem (patient said they did not set date/time). Patient unlocked the con troller and saw battery empty, cannot provide stimulation, recharge your implanted device. Patient confirmed the controller battery was at 80% and the implant battery was empty. Agent had patient try to initiate a charge session of the implant; patient saw the controller charge was at 70% and recharging good but then saw poor recharge quality. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Analysis of the [recharger], model [97755 ], s/n [(B)(6) ], revealed. Analysis found:poor recharge quality medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.